Manufacturer narrative:
International affiliate was advised to ensure that proper procedures be reviewed with the home pt.

Event description:
A home pt contacted baxter's technical service center for assistance regarding a system error 2240 alarm that appeared on the display of the pt's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Per initial report, the home pt rec'd the air detection alarm, cleared the alarm and attempted to complete therapy over with the same supplies. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.